Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set spring detached from outer ring of inserter prior to insertion on (B)(6) 2026. No further information available..